Manufacturer narrative:
(B)(4)). Additional info will be provided upon conclusion of the investigation. (B)(4).

Event description:
It was reported by the co rep that when caregivers were raising the hoist the resident / pt grabbed the dynamic positioning system (dps) to steady herself because she was a bit anxious. Nobody knew the bar was bent at that time so it didn't seem to be a problem until the hoist was fully raised entrapping her hand. As a result the resident/pt sustained a fracture to her index and middle fingers.